Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging patient seeing white particles in his water and in his mask. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. Section d1, d2, g4, h6 was incorrectly reported in previous report which is now been corrected in this follow-up report. Section d4 model number, catalog number, serial number and UDI was missing in the previous report which is been updated in this follow-up report. Section h4 was also missing which has been updated in this follow-up report. The manufacturer previously reported on this device in MDR 2518422-2021-06534. This report was submitted as a duplicate report of the previously submitted report.